Event description:
It was reported that fenestrated bipolar forceps instrument was defective. There was no patient injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.